Event description:
The consumer relations department received a report from the day care provider regarding a possible adverse event. The consumer stated that while taking a child's temperature with the braun thermoscan, it may have caused trauma to the child's ear drum. She did not notice any indicators of damage at the time the temperature was being taken, but received reports later form the child's doctor that there was damage to the ear drum and there was blood present. The thermoscan in question has been requested back from the consumer for evaluation.